Event description:
It was reported this was a venotomy closure of the calcified right common femoral vein using the pre-close technique prior to a micra (leadless pacemaker) implanting procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized and the micra implanting procedure was completed. Hemostasis of the large-bore vein was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.